Event description:
A customer contacted beckman coulter inc. (Bec) stating that the cap piercer is leaking a small amount of fluid in the unicel dxc 800 pro synchron chemistry analyzer. There was no exposure or injury as a result of the leak. The customer was wearing gloves and a lab coat at the time of the event. Patient results were not affected as a result of the leak.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with disabling the cap piercer. A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced the in-line fittings for the blade wash vacuum line. One of the fittings the fse replaced was a check valve that appeared to be periodically sticking closed. The failure mode was a sticking check valve. Service resolved the issue. (B)(4).